Manufacturer narrative:
Device was used for treatment, not diagnosis. A device history record review was performed for the pro-disc c implant. Part #09.820.056s, lot # 9807662 did not contain any non-conformance records or anomalies. Lot manufactured at (B)(4) plant on may 13, 2015. Total lot devices were quantity of (B)(4); all (B)(4) were accepted. This lot went to external supplier for sterilization & all (B)(4) pcs were accepted & released to warehouse on may 22, 2015. Product expiration date is april 30, 2019 the pro-disc c implant assembly is made up of part # 09.820.055.1 (inferior plate size ld) lot # 7817249, 09.820.055.2 (superior plate size ld) lot# 7913968 & 09.820.055.4 (inlay large deep 6mm) lot # 7913976. DHR for all assembly components were reviewed. DHR review inferior plate size ld (part#09.820.055.1, lot#7817249): (B)(4). Review of inspection sheet shows that all parts met incoming inspection criteria. The visual nonconformancs are not related to the complaint condition. Raw material review showed that the raw material underwent all required inspection and test requirements with no nonconformities reported. DHR review superior plate size ld (part#09.820.055.2, lot#7913968): (B)(4). The parts were processed as normal. Review of inspection sheet shows that all parts met incoming inspection criteria. The visual nonconformancs are not related to the complaint condition. Total lot pcs (B)(4), (B)(4) pcs were accepted. Raw material review showed that the raw material underwent all required inspection and test requirements with no nonconformities reported. DHR review inlay large deep 6mm (part#9.820.055.4, lot#7913976): (B)(4). Raw material review showed that the raw material underwent all required inspection and test requirements with no nonconformities reported. Review of the device history record(s) showed that there were no issues during the manufacture of the product or non-conformance records that would contribute to this complaint condition. Updated expiration date, correct UDI is (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). The subject device is not expected to be returned to the synthes manufacturer for evaluation. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review has been requested. The results will be provided in a supplemental report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was initially implanted with a prodisc-c device on (B)(6) 2016. Post-operatively on an unknown date, the surgeon noted that the patient had a prominent right paracentral disc protrusion with spinal cord compression and recurrence of pain and stenosis posterior to the implant from ossified posterior longitudinal ligament (pll). Surgeon stated that the anteroposterior (ap) and lateral x-rays confirmed appropriate placement and sizing of the implant and that removal was not due to failure of the implant. On (B)(6) 2016, the implant was removed without complication. During the procedure, a posterior mass was removed and sent to pathology labeled "posterior ossified mass." Following the implant removal, the surgeon did a thorough decompression and fusion at c4-5 using a peek spacer and cervical. There was no surgical delay and procedure was completed successfully with no patient harm. This report is 1 of 1 for (B)(4).